Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H4. Device mfg date: the reported lot# 4305709 could not be found for the reported catalog# di-60hl; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leaked from the gray tip. This occurred during patient use/administration. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer provides one photo. The image only shows a di-60 set and is not possible to identify the failure mode reported in the complaint. According to the visual inspection the failure mode reported in the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The heat exchanger assembly was successfully installed. No leakage was observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.